Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the antenna of the device was broken off near the body of the device. All pieces of the device were returned. Functionally, the pins on the plug were inspected and no defects were noted. The device could not be functionally tested due to the condition it was returned in. The tube was inspected and no defects were detected. The device was disassembled and no defects were noted that would have contributed to the reported condition. It was reported that there was a lack of connection between the needle and the generator. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: needle detached from the device. Visual inspection noted that the shaft was broken. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, a lack of connection between the needle and the generator was observed, making it impossible to use the device. The problem arose when the device had already been introduced into the patient's body. There was no test performed on the device before use because it is used with the generator which does not require it. Another device (same reference, unidentified batch) was used in order to perform the intervention. The device did not broke off during procedure and nothing fell into the patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found the antenna of the device was broken off near the body of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, a lack of connection between the needle and the generator was observed, making it impossible to use the device. The problem arose when the device had already been introduced into the patient's body. There was no test performed on the device before use because it is used with the generator which does not require it. Another device (same reference, unidentified batch) was used in order to perform the intervention. There was no patient injury. Medtronic's initial evaluation of the incident device found the antenna of the device was broken off near the body of the device.